Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that, "surgeon impacted insert into shell. He then implanted stem, placed trial head and performed final trial. Upon dislocation, the affected insert became disassociated with psl shell. Surgeon stated that he "lost confidence" in said insert and asked for new which was placed into and secured into shell. Final head implant was placed and surgery was completed without further complication."